Manufacturer narrative:
Product ID 8709, lot# l78722, implanted: 2000-(B)(6), product type catheter product ID 863740, serial# (B)(4), (B)(4).

Event description:
The patient was seen in the emergency room and required magnetic resonance imaging (MRI) the day of the initial report. It was specifically stated that the reason for hospital visit and MRI was not related to the device. It was later added that the patient had two mris in one day, after the first MRI, device logs show both a stall and recovery. After the second MRI, which lasted approximately two hours in duration, the device logs showed a stall but no recovery, and the logs were red two hours after the second MRI was complete. It was noted that the patient¿s spasticity had started to return and the patient had been started on some oral baclofen. The system was used to infuse baclofen. It was later added that the patient experienced tightening of muscles or a return of spasticity. No log sor other troubleshooting was doen. The patient was given 5mg oral baclofen to ¿counter act any withdrawal symptoms while waiting for the pump to turn back on.¿ it was noted that the device was read the morning after the initial report and the pump had turned back on.